Event description:
It was reported that the patient had problems with this right ventricular (rv) lead in the past. In addition, the patient also experienced getting shocked and suspected that there was a problem with the wiring. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.